Event description:
Information from (B)(6) database.post pipeline procedure, it was reported that the patient had a history of chronic headaches, but the headaches worsened when she was weaned off steroids.no other complications were reported with the patient as a result of the procedure, but the patient's condition is ongoing.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).